Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on (B)(6) 2024. During functional testing, the reported problem was not duplicated. The pump completed a 20 ml infusion with a flow rate deviation of -3.08% which is within the passing criteria. It was discovered that the third party service provider changed the flow rate offset from 7% to -1%. This correction fixed the reported flow rate issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On (B)(6) 2024, it was reported that pump had flow rate issue.